Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record was not possible as the lot number for the device is unknown. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported while ablating with a cool path duo ablation catheter a pericardial effusion occurred. The physician began the procedure using a therapy ablation catheter inserted into the left atrium transeptally. While using the catheter, repeated high impedance readings caused the generator to automatically shut off. The catheter was replaced with a cool path duo ablation catheter which performed as expected and resolved the impedance problems noted with the therapy ablation catheter. Later in the procedure, after completion of ablation with the cool path duo catheter, the patients blood pressure decreased and a shadow was noted on x-ray. A pericardial effusion was confirmed, a pericardial drain was placed and the procedure was abandoned. The patient's status is currently reported as "fine."